Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the catheter during pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one temperature sensing catheter was received with a cut portion of the inlet tubing. Attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water and the solution leaked out of a hole measuring 0.1115" on the inflation arm located 0.1335"from the inflation cap). Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be excess of temperature in the funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that water leaked from the catheter during pretest.